Event description:
Add'l info rec'd from rptr 7/23/01: scooter threw pt again. Pt hit their head and they have scrapes and bruises. MFR notified and is supposed to do something about the problem.

Event description:
Rptr has had 2 incidents when thrown off scooter - first in late in 2000, second three months later. States that throttle sits at the edge of the handle bars and in this latest incident, the consumer had left the scooter, consumer hadn't pulled the key, when returned to the scooter, consumer's dress caught on the throttle and the consumer was thrown to the floor. Earlier incident, the consumer's sleeve caught on the throttle. Both times fell onto a carpet area, consumer denies injury. States that directions for the scooter direct the user to remove the key however consumer indicates that might be difficult for some users (memory problems, medication). Consumer states that they want the scooter fixed because concerned about possibility of future injuries. Consumer states that spoke to MFR rep today who initially offered to change the scooter to a different model but later "dropped it".